Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was off for several months and when connected to a power source the customer was unable to turn on the pump. A replacement cable and wall adapter were sent to the customer. Follow up with the customer determined that the replacement usb cable and wall adapter were able to successfully charge the pump. There was no patient involvement, as the pump was not being used on the customer at the time of the reported event.